Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The surgeon noticed on the fluoroscopy that the helix extension gap was smaller than expected, and it did not change much after the surgeon made additional turns, or retracted the helix. A problem was suspected with the helix extension, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.